Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: directions for use: method of use: cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. Lubricate the catheter shaft with the lubricant jelly. Carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. Pull the catheter slightly to seat the balloon at the level of the bladder neck. To deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter had natural removal and had sterile water leak.

Event description:
It was reported that during use the foley catheter had natural removal and had sterile water leak. Per notification from ucc on 08dec2025, it was reported that foley catheter balloon had mushroomed and balloon concentricity 50/50 found during sample evaluation on 27oct2025. Per notification from ucc on 08dec2025, it was reported that balloon concentricity 80/20 and balloon had mushroomed. After deflation balloon was noted to have wrinkled found during sample evaluation on 27oct2025.

Manufacturer narrative:
The reported event was unconfirmed. Received four (7) photo samples. The first photo was a top view of the first 2 way catheter received. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap with batch# nghz2823. The fourth photo was a top view of the second 2 way catheter received with return syringe. The fifth and sixth photo was a zoomed in view of the tip of the catheter with deflated balloon. Cuffing present. The seventh photo was of the inflation cap with batch # nghz0025. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.